Event description:
It was reported that patient presented with high impedance detected in office by physician on. Chest and neck x rays ordered with referral to neurosurgery. No surgical intervention has occurred to date. No additional or relevant information has been received to date.

Event description:
It was reported that the revision surgery was called off, due to no problem being detected at the time of surgery.

Event description:
It was reported that the patient's high impedance has returned. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.